Manufacturer narrative:
Concomitant products: 305u23 tissue valve; implanted: (B)(6) 2010. Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient developed atrial fibrillation with rapid ventricular response due to their implantable pulse generator (ipg) being programmed to aoo mode for a MRI. The patient was treated with medication and returned to normal sinus rhythm. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.